Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of reen1243 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a hemostat was used to remove a needless connector and broke the hub of the PICC line.